Event description:
On examination (upon nursing reaccess visit), needle was found separated from main housing (butterfly and tubing). Needle broke at 90 degree angle, leaving part of needle protruding from port, therefore interrupting chemotherapy infusion. Nurse pulled remainder of needle out and placed new needle. Flushing was sluggish so urokinase had to be administered, then chemo restarted. (Required extra nursing visit).